Manufacturer narrative:
Additional information: section b7: relevant medical history; section h10: narrative text. Medical records review revealed prior to the sapien xt valve, the patient presented with a significant increase in sob with chest discomfort as well as a syncopal episode. During the consultation for the tavr procedure, the patient arrested. An urgent tavr was performed and the sapien xt valve was successfully implanted. Although the exact cause of the failure of the sapien xt was not provided, the patient's past medical history does show that their native valve had severely calcified aortic valve cusps, which caused severe aortic valve stenosis and aortic regurgitation. It is possible that the same processes that caused the patient's native aortic valve to become so heavily calcified, may have caused the issues with the implanted xt valve.

Manufacturer narrative:
The sapien xt valve was not returned to edwards as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery was provided for review. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variablity and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. In this case, complaint was unable to be confirmed due to device unavailability and imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 6 years post implant of a 26mm sapien xt valve in the aortic position, the patient presented with shortness of breath (sob). It was determined that the valve was failing due to stenosis. A non-edwards transcatheter valve was implanted during a valve in valve procedure. At the time of the report, the patient was in stable condition.